Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent knee revision surgery due to an unknown reason, approximately 4 years and 8 months post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: item name: oxf twin-peg cmntd fem sm PMA; item number: 161468; lot: 913280, item name: oxf anat brg rt sm size 5 PMA; item number: 159570; lot: 248110, item name: unknown bone cement; item number: unknown; lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.